Event description:
The customer contacted physio-control to report that their device would not complete the boot-up cycle. As a result, defibrillation would not be possible if it were necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control examined the customer's device and verified the reported issue. Physio then replaced both the system controller (sc) pcb and the user interface (ui) pcb assemblies and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further examined the removed ui pcb assembly and verified that it was the cause of the reported issue; however, further component level cause could not be determined. The removed sc pcb assembly was an ancillary part and there was no failure of this assembly.